Event description:
It was reported that the patient had the inflatable penile prosthesis pump component removed due to the pump riding too high. A new inflatable penile prosthesis pump component was implanted.